Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0ff2n, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va0ff2n, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the health care professional (hcp) reported that the interrogation of the leads on 0<(>&<)>2 and 0<(>&<)>3 showed it was > 4000 ohms. The misplaced/ broken wire was observed during use. They attempted to program around the broken leads but it did not work. The patient was still not able to empty bladder. There was no action/ intervention taken at this time of report to resolve the misplaced/ broken wire. The hcp did not know what the cause of the misplaced/ broken wire was as they did not place the device. The issues were not resolved at this time.

Event description:
It was reported that the patient had a loss of therapeutic effect and had to begin self-catheterizing in (B)(6) 2014. The patient went to visit their health care professional in (B)(6) 2015 and was told that they needed to fix the wire as the wire was misplaced or broken. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.